Event description:
It was reported during processing,the cables from the prograsp forceps instrument were found to be frayed. Reportedly the instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grip cable was frayed and was sticking out at the instrument's wrist. No other damage was found with the other instrument's cables. Additional observation not initially reported by the site was a derailed grip cable associated with the same reported frayed grip cable. The grip cable was derailed at the distal idler pulley. The grips can still open and close but movement may not be precise. The cable derailment is likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have also contributed to the derailment. The last observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.